Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument conducted by a leica field service engineer (fse) on (B)(4) 2011 determined that the rotary valve was slipping because the secondary gear bearing had failed. The fse replaced the rotary valve secondary drive gears and tested instrument performance. Configuration of the customer-defined and validated "6.5 hour run" protocol which was aborted as a consequence of the mechanical problem, differs from the equivalent MFR recommended protocol. The differences identified were not considered to have either caused or contributed to this complaint. All dehydrant steps are configured at 45 degree celsius and ambient temperature, making excessive evaporation unlikely. There is no evidence to support the contention of low alcohol volume in a reagent bottle(s). The <1102> error code recorded in the instrument logs twice in succession during the aborted protocol represents recovery action after an attempt to move the rotary valve has failed. The <1101> error code generated subsequent to these attempts indicates that the rotary valve is unable to move to the required position. As a consequence, the instrument is unable to drain and fill from the scheduled reagent bottles and the protocol is aborted as a fail-safe action. This action is the expected system response in these circumstances. Although not a feature of this event, it is possible that tissue may be compromised in a different operational context. Investigation of this complaint determined that the root cause of the aborted protocol was a failed rotary valve (rv) secondary gear bearing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding grinding of the rotary valve and display of the <1101> error code indicating that the rotary valve is slipping, associated with a protocol which commenced and completed on (B)(6) 2011 using peloris tissue processor (B)(4). The protocol failed and aborted in the final clearing step. The leica microsystems technical assistance center provided telephone support to assist the customer in completing tissue processing on another peloris tissue processor. The customer also reported that ethanol bottles were low in volume and that there was a smell of reagent alcohol in the processing room. The complainant did not indicate that the quality of tissue processing was adversely affected in the aborted protocol when notifying leica microsystems of this complaint. On (B)(6) 2011, leica microsystems received confirmation from the lab that all tissue from the protocol was diagnosable and able to be reported.